Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture" and double capsule. The device has been explanted.

Event description:
Explanting surgeon reported an intracapsular rupture of the left device, and bilateral capsular contracture (baker grade IV) .

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, crease flat, red particles on the surface of the shell. Cloudy was observed, after autoclave disinfection process. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process. No openings or issues related to rupture device were observed.

Event description:
Healthcare professional reported, left side "rupture". And double capsule. Further reported, was capsular contracture, (baker grade IV). The device has been explanted.